Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour test strips from lot # 8lj3b02a were tested with the in-house contour meter, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer stated that the event occurred sometime between (B)(6) 2019. As the exact event date was unknown, event date was captured as (B)(6) 2019. This event is related to MDR 1810909-2019-00372.

Event description:
The customer reported that he ran a blood glucose testing on the contour meter and obtained a reading of 364 mg/dl. The customer administered insulin based on the high reading. He performed a repeat testing and obtained a reading of 214 mg/dl. He had his breakfast and performed another test, which gave him a reading of 264 mg/dl. The customer took additional insulin based on this reading. The customer was taken to an emergency room as he fainted. The customer did not remember the treatment provided to him in the hospital to stabilize his glucose levels. The customer was hospitalized for two weeks and was discharged on (B)(6) 2019. A replacement meter kit was sent to the customer. The device involved in this event is not expected to be returned as the customer discarded the meter and did not have strips with him.